Event description:
It was reported that while transporting a pt down the hall, the screen began to blink on and off. There were no patient complications. Field service was called.

Manufacturer narrative:
The event was initially evaluated, and determined to be non-reportable. The returned device was evaluated, and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: the battery was returned. The battery was tested and failed the discharge test. It was only able to provide power for 12 minutes, which is less than the specified time of 108 minutes. Field service replaced the battery. A DHR review was conducted on the intra-aortic balloon pump (iabp) & it met all specifications & passed all in-process testing. There were no manufacturing abnormalities established between the DHR & the reported complaint.